Event description:
The orvil detached from the tube while pulling through the stomach. Manufacturer response for covidien orvil, (brand not provided) (per site reporter) we have had 4 product failures in one week (same issue, 3 from the same lot number). The vendor will pick up the product next week for evaluation.